Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According the reporter, during a laparoscopic procedure, the device did not cut, grasp properly and cauterize. Another device was used to complete the case. There was no patient injury noted during this event.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. The jaw operated properly upon actuation of the handle but failed a grasping test. The device was disassembled and damage to the probe housing grove was observed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damage to the probe housing groove is consistent with excessive material or an obstruction being compressed in the jaws as the trigger is connected to the groove and the jaws are closed. Any damage to the groove interface will result in the handle bottoming out and the jaws not closing completely. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.